Manufacturer narrative:
The repeat result of 89 umol/l was measured on a second c702 analyzer. The sample was also repeated a second time on the second c702 analyzer and the result was similar to 89 umol/l. No other tests performed with the patient sample were affected. The patient had the following additional test results on (B)(6) 2017: na = 143.73 mmol/l, k = 4.35 mmol/l, hdlc3 = 1.25 mmol/l, altl = 34.2 u/l, cho2i = 4.6 mmol/l, ua2 = 385 umol/l, gluc3 = 7.3 mmol/l, and trigl = 2.279 mmol/l.

Manufacturer narrative:
As calibration and quality control data were acceptable, a general reagent or hardware issue could be excluded. Based on the information provided, a pre-analytic sample handling issue is assumed to be the root cause. Most likely, too much sample material was transferred due to deposits on the sample probe.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas 8000 c 702 module (c702). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 132 umol/l and repeated as 89 umol/l. No adverse events were alleged to have occurred with the patient. Calibration and quality controls were correct. The crea reagent lot number was 250417, with an expiration date of 31-jan-2018.